Event description:
As reported, during a bilateral inguinal hernia repair, the optifix fixation device was successfully used to fixate the mesh on the left side. When placing the right 3dmax light mesh implant, the device jammed, and fasteners were breaking. All the broken fasteners were removed from the patient's body. It was also reported surgeon was too close to bone and therefore bent stylet (guidewire). The surgeon used another optifix fixation device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed broken fasteners when deploying near bone. The subject device is not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to remove the statement "to date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2021", which was inadvertently included in the manufacturer narrative. Corrected field: h10 (manufacturer narrative). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the optifix fixation device deployed broken fasteners when deploying near bone. The subject device is not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2021 the instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: not returned.

Event description:
As reported, during a bilateral inguinal hernia repair, the optifix fixation device was successfully used to fixate the mesh on the left side. When placing the right 3dmax light mesh implant, the device jammed, and fasteners were breaking. All the broken fasteners were removed from the patient's body. It was also reported surgeon was too close to bone and therefore bent stylet (guidewire). The surgeon used another optifix fixation device to complete the procedure. There was no reported patient injury.